Manufacturer narrative:
Other applicable components are: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for non-malignant pain. It was reported the consumer was charging their implantable neurostimulator (ins) lying down and both the ins and recharger antenna got ¿really super hot.¿ the consumer thought it was because they were lying down so they got up and sat up to charge the ins like they usually did but the ins and recharger antenna still got hot and it was ¿hot to the touch.¿ due to this the consumer put an ice pack over the ins because it was so hot. The consumer made an appointment with their healthcare provider (hcp) and manufacturer¿s representative (rep) who told them the recharger antenna had a thermostat and should have shut off. The consumer did not see a code or warning message with a thermostat on the recharger when the incident occurred, but they were only able to partially charge the ins. Due to this a new antenna was sent to the consumer because theirs was damaged and they were told if the issue occurred again with a new antenna they should call back for further troubleshooting. It was also recommended to have the hcp check the ins, to charge in a well-ventilated area, and not to charge the ins with the recharger antenna in a confined space such as lying on the antenna. No further complications were anticipated.